Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had more frequent alarms after being exposed to water. The customer stated that they received auto off alarm, no delivery alarm, low reservoir alarm and button error alarm. The customer also reported that keypad anomaly occurred. The customer's blood glucose was 180 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.